Event description:
Reporter reported that a rt210 adult dual heated breathing circuit kit that was being used with a viasys avea ventilator is experiencing copious amounts of water which seems to be the cause of the avea vent occluding and causing the machine to malfunction. No patient consequence reported.

Manufacturer narrative:
The complaint device is not available for evaluation. We are seeking further information to assist in our investigation. To date, we have not been able to come to a conclusion on this complaint.